Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. However, after the procedure, no pacing was observed on the hospital's cardiac monitor. Therefore, a second procedure was performed to explant and replace this lead. The explanted lead was expected to be returned for laboratory analysis. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The lead was returned and analysis was completed.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the lack of pacing output observed following the implant procedure.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. However, after the procedure, no pacing was observed on the hospital's cardiac monitor. Therefore, a second procedure was performed to explant and replace this lead. The explanted lead was expected to be returned for laboratory analysis. No adverse patient effects were reported.